Manufacturer narrative:
The used guidewire and needle have been returned for eval. As the guidewire is a purchased device for navilyst medical, it has been forwarded to (B)(4) along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
During a procedure to place a vaxcel pasv port, the guidewire was getting "hung up" in the lumen of the introducer needle. Venous access had been achieved with the introducer needle, and "upon advancing the wire through the needle and adjusting it a bit, it caught the lumen of the needle and would not come out. There was no pt injury and the procedure was completed with another device. The used guidewire and needle were returned for eval.